Manufacturer narrative:
The investigation has determined that lower than expected glucose results were obtained from samples from two different patients using vitros chemistry products glucose (glu) slides lot 0017-3225-8603 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. The results from a vitros glu precision test were not within expectations. Additionally, during a vitros alkp precision test, the customer obtained the condition code pw8-034: slide read greater than reference read multiple times on the instrument. An ortho field engineer (fe) found that the cm/rt ring had a damaged microslide stuck in a slot which was covering the reflectance pad. The fe removed the slide and cleaned the ring and each slot. Following service actions, precision testing results for vitros glu and vitros alkp were within acceptable guidelines indicating that the performance of the vitros 5600 system had been returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected glucose results were obtained from samples from two different patients using vitros chemistry products glucose (glu) slides lot 0017-3225-8603 on a vitros 5600 integrated system. Patient 1 sample result of <20 mg/dl vs the expected result of 139 mg/dl patient 2 sample result of <20 mg/dl vs the expected result of 241 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros glu results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).